Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: axess 6f jr3.5. Stent: driver 3.0x18. The device was not returned for analysis. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. The lesion was characterized as 90% stenosed and may have contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the previously implanted stent, such that the balloon ruptured during the second inflation. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the information received, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records that would have contributed to the reported event. In addition, a query of the complaint-handling database did not reveal any other incidents reported from this lot.

Event description:
It was reported that during the procedure in the 90% stenosed, distal right coronary artery, direct stenting was performed using a non-abbott stent system. Intravascular ultrasound (ivus) revealed that the stent was not fully expanded; therefore, post-dilatation was performed using a voyager nc 3.0x15 balloon. During dilatation, the balloon ruptured at 18 atmospheres during the second inflation. There was no adverse effect to the patient and the procedure was completed. No additional information was provided.